Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support again if any further issues arose.